Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. A quality notification review was conducted and no qns were raised for this defect on lot # 3073492. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the evening of (B)(6) 2016, the parents of a (B)(6) female patient injected her in the abdomen with somatropin while the patient was asleep. Due to an outburst of pain during the injection, the needle from a bd micro-fine¿ pen needle 31g x 5mm benelux broke off and remained in the patient's injection site. The patient was hospitalized in a pediatric surgery ward that same evening and had surgery to remove the broken needle. The patient was discharged from the hospital the next day. This incident occurred in italy but the name and address of where the incident occurred was withheld by the initial reporter.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3073492. A manufacturing review showed no maintenance issues which could have influenced this failure mode during the production of this lot #. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer's indicated failure mode.